Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal and distal coils fractured at 17.8 cm from the connector pin. The distal coil was open. The distal insulation was also damaged at 17.8 cm from the connector pin. Proximal insulation was abraded at 19.2 cm from the connector pin. The suture sleeve was tied down at 16.7 cm from the connector pin as received; once removed, surface abrasion a at 18.1 cm was noted.

Event description:
It was reported that the atrial lead exhibited loss of capture, loss of sensing and greater than 2500 ohms impedance. It was noted that at implant, the suture was secured around the lead body rather than the suture sleeve. The lead was explanted and replaced.